Event description:
It was reported that during a procedure using an arthroscopic wand, "the metal electrode fell off during use of the device." No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. A visual examination of the device revealed that the electrode was missing from the distal tip. It was returned in a separate container from the user facility. The tip glue was visible in the notch in the end of the distal tip where it should be, and also on the end of the distal tip. Based on the information in the instructions for use, it is possible that the device came in contact with a metal object; was used for mechanical displacement of tissue or bone; the probe was used as a prying or scrubbing tool; excessive force was used when inserting or removing the probe; or the distal tip was subjected to forceful impacts on rigid objects inside the joint. Sss's IFU states: "do not activate probe while in contact with metal objects and/or instruments as unintended tissue or probe damage may occur." "Do not use the probe as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, as this may result in damage to the tip of the probe." "Do not use excessive force when inserting or removing the probe. Do not insert probe into an obstructed passageway. Patient injury and or product damage may result." "Do not forcefully impact the tip of the probe with rigid objects inside the joint as this can cause damage to the tip of the probe." This report is being filed as a malfunction due to sss's sister facility, stryker endoscopy, being in a 2 year reporting cycle due to the electrode breaking off, even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.